Event description:
Boston scientific received information that this implanted pacemaker had an unexpected shortening of battery life. Several months ago, the pacemaker battery life abruptly lowered and was decreasing since then. Boston scientific technical services (ts) explained that atrial sensing can affect the battery life of the device. Efforts to obtain additional information were unsuccessful. This product issue will be updated once additional information is received. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.